Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a form as per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia r/or 60 3.5mm, and it was found that the proximal end of the adapter was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was misuse of the product. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an issue occurred during use of the device in a laparoscopic mini bypass procedure. During the third firing after two purple reloads, the device did not fire. It had been loaded correctly, the reload was closed and the green ready to fire button had been pressed. The green button would pop up when firing was attempted. The reload was changed to blue and the same issue occurred. No issue occurred when a purple reload was used.